Event description:
Effusion [joint effusion]. Pain [arthralgia]. Case description: spontaneous report was received on (B)(4) 2011, from a physician regarding a female pt, initials unk with gonarthritis. The pt's medical history was not provided. On an unspecified date, the pt initiated synvisc-one, 6 ml. Five days following synvisc-one injection, the pt experienced severe pain and effusion. The pt went to her rheumatologist and she was treated with a corticosteroid injection. The action taken with synvisc-one was not provided. The pt's outcome for the events was reported as recovered. Concomitant medications were not provided. The relationship between synvisc-one and the events was not provided by the reporting physician.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2011. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.